Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that all the water in the foley catheter balloon could not be drained during the pretest. It was stated that when the syringe was left inserted, all the water was drained. Per inquiry sheet it was stated that the user tried to deflate by using the syringe for about 10 minutes and the balloon was deflated completely.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (without original packaging), used all-silicone temperature sensing foley catheter with sample port connector. Visual inspection of the sample noted no obvious visible defects. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required since the reported event was unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that all the water in the foley catheter balloon could not be drained during pretest. It was stated that when the syringe was left inserted, all the water was drained. Per inquiry sheet it was stated that the user tried to deflate by using the syringe for about 10 minutes and the balloon was deflated completely.